Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with diabetic ketoacidosis. The customer believes the cause to be customer was reusing infusion sets when changing supplies; however this could not be confirmed as the customer declined troubleshooting with tandem technical support and declined to provide additional information.